Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose and protruded drive support disk. The insulin pump was received with cracked case at display window corners, broken reservoir tube lip, minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer also reported that the drive support cap was sticking out. The customer's blood glucose was 360 mg/dl at the time of incident. The customer stated that the insulin was squirting out during the manual prime process. The customer also stated that the insulin continued to drip after the motor stopped during the manual prime process. The customer also stated that they unable to exit the preparing prime loop. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.